Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the trident insert broke in the pt. It was also reported that the pt was at home when the event occurred in 2009. It was further alleged that a surgery revision was scheduled at about 10 days later.